Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was in critical override after a power outage, and users were unable to login from several stations. The user was unable to obtain medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A device history review and complaint history review cannot be performed as no serial number was provided. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login from several stations. A technical support specialist mentioned that the field service engineer resolved the issue, but no information was provided on how the issue was resolved.